Manufacturer narrative:
The device remains in the pt. A review of the lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: hand stuck; stent deployed in an unintended site. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that after the device was advanced to the target lesion, the handle was unlocked. During deployment of the stent, the handle stuck. The physician re-locked and un-locked the handle again and when trying to deploy the stent felt resistance resulting in the stent deploying approx 2-3 cm past the target lesion. When the device was removed from the pt's anatomy, it was found that the left side of the deployment lever was bent downward. A second acculink was deployed to cover the target lesion. There were no reported adverse pt sequelae. Though requested, no additional info was available.